Event description:
It was reported that the patient experienced neurological dysfunction due to embolism in the right hemisphere with symptoms of stroke, muscle weakness in the left side of the body. The patient was on warfarin and aspirin at the time of the event. They were treated with heparin. Contrast-enhanced computed tomography (CT) and transesophageal echocardiography revealed a thrombus in the left atrial appendage. This event was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that acute treatment had ended, in terms of the cerebral infarction, and the patient's symptoms had almost completely disappeared, although they occasionally felt a discomfort that was unable to be clearly described as muscle weakness. The plan was to continue aspirin and warfarin, with warfarin being managed with a target prothrombin time and international normalized ratio (pt-inr) of 2.5. The patient planned to be re-evaluated for thrombus status with a CT scan in 1-2 months.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, and thromboembolism. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.